Event description:
It was reported that the health care professional (hcp) called technical services (ts) requesting assistance with programming magnetic resonance imaging (MRI) protection mode on this pacemaker system. During device interrogation, a lead safety switch (lss) from bipolar to unipolar configurations were noted to have been triggered on this right ventricular (rv) lead due to recorded high out of range pacing impedance measurements. Further review of the stored daily threshold and impedance measurements trends reports showed that the rv lead pacing impedances chronically measured to be greater than 2000 ohms. Ts advised the hcp that the MRI would be considered to be off label due to the rv lead impedance issues and recommended for the cardiologist to be consulted for further lead evaluation. At this time, this rv lead remains in service. No adverse patient effects were reported.